Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the physician added a pace/sense lead due to noise. The defib portion remains active.